Event description:
Reporter alleged blood glucose readings had been higher with results from 260-300 mg/dl. It was stated at 6:59 am, glucose measured 229 mg/dl so customer took 48 units of fast acting insulin, ate as normal, and had normal physical activity as a result. It was stated at 3:58 pm, glucose was 182 mg/dl so customer took another 18 units of fast acting insulin while becoming incoherent sometime later. Reporter indicated emergency medical technicians (emts) were called and customers' meter read 124 mg/dl at 10:51 pm, compared to the emt meter reading of "lo" taken within 10 minutes of each other. Reporter stated customer was treated with a glucose IV, however was not taken to the hospital. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.